Event description:
The customer mother reported that the insulin pump alarmed motor error during basal delivery. Customer 's blood glucose was 180 mg/dl. Customer stated the insulin pump was exposed to xray. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No motor error alarms were noted. The motor tested okay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.